Event description:
Ladies, good morning, I am the women with the rare case of implant related squamous cell carcinoma (bia scc) arising inside of both implant capsules. This resulted in a bilateral mastectomy in (B)(6) 2019. I have yet to receive scans to determine metastasis due to my pregnancy. I will be receiving chemotherapy and radiation after delivery in 4 weeks. I am (B)(6) years old (just had my birthday). I had my first set of implants in 1985, which were recalled and replaced in 1997. Due to severe contracture the ps replaced again (free f charge every time) in 2000. After many painful years of another contracture I paid for replacement, yet again in 2016. My ps at that time informed me of the presence and removal of what he described as a hard ball of what looked like curdled breast milk or cottage cheese, yellow and tan in color. He said my case was difficult and unlike any before (and he was a 50+ year experienced, world traveled ps), my surgery took over 5 hours. What did this world-class surgeon do? He replaced my implants on top of this obvious mess. That was in (B)(6) of 2016. It took until almost (B)(6) of 2016 to fully recover from that surgery due to recurring mastitis. I was in pain ever since. Around (B)(6) 2018 I noticed increasing firmness again. I assumed it was another contracture, popped ibuprofen and went about my life as best I could. I had my first needle aspiration in (B)(6) 2019. The fluid, 500ccs worth, was yellow in color and full of these white particles. It tested positive for abundant squamous cells. My breast surgeon was baffled. She said squamous cells are skin cells and do not belong inside of my breast. A month later the seroma returned. Drained 500 ccs again. It was a white, thicker fluid. I was then referred to another specialist. This specialist sent, after obtaining another 500 ccs of fluid, another sample to pathology for a lot of different tests. Eventually I ended up getting an ultrasound guided core biopsy. It revealed the cancer and six days later, I was in the hosp having my breast removed. Initially only my right breast was being operated on because it was the only one being looked at. I convinced my surgeon to at least remove the other implant and capsule. She worked in tandem with another surgeon at the same time who discovered that the cancer was in tact developing inside of the other capsule as well. I woke up to the news that I lost my good breast as well. Keep in mind that this breast was asymptomatic since 1995. Pathology revealed that I had an extremely scarred capsule which contained the 6cm tumor. The implant itself was cloudy and tan, full of white particles. This implant dissolved upon resection. There are only 5 other documented cases like mine. Let me tell you these ladies have all died from this cancer. I do not want to die, but I am starting to accept that there's great possibility that I will. Thank you. Please feel free to contact me at (B)(6). FDA safety report ID# (B)(4).